Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that they were at the emergency room because they were having a liquid coming from the incision. Patient said it was not real blood, it was watery blood. Patient was at therapy this morning and squeezed by mistake and liquid came out. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Patient called and mentioned that they had been in the hospital twice already because the wound kept opening. Now it seemed to be ok, but they could not see their incision because it was at their back. Additional information was received from the patient. Patient reported that the incision never healed and they had liquid coming from the incision 5 days after the surgery. They also reported that they got an infection from the new implant. Patient stated their body rejected the implant, so they had to take the device out of their body. Patient reported that they had the implant for bladder issues but since their got the implant out they are now having constant diarrhea. Patient reported that their doctor prescribed diphenoxylate to treat their diarrhea. Also they have an appointment with their doctor to implant a new device. Patient asked if that device could be use for fecal problems and bladder problems due to now they were having both. Patient reported the device was explanted in the middle of april. Patient services guided patient to discuss with hcp. An email was sent to the manufacturer representative (rep) requesting them to contact the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.